Manufacturer narrative:
Argus case (B)(4).

Event description:
I accidentally swallowed a half glass of diluted polident this morning but I am feeling still ok (accidental device ingestion). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) year-old male patient who received denture cleanser (polident overnight denture cleanser tablets) tablet (batch number unk, expiry date unknown) for dental cleaning. On (B)(6) 2019, the patient started polident overnight denture cleanser tablets. On an unknown date, an unknown time after starting polident overnight denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident overnight denture cleanser tablets. Adverse event information was received via call on (B)(6) 2019. The consumer reported that, "I accidentally swallowed a half glass of diluted polident this morning but I am feeling still ok."